Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces and a fiber body break was observed along the fiber body, confirming the reported event. Microscopic inspection of the tip indicated that it was degraded. The fiber fracture can occur during procedural handling of the fiber during setup or use. The fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician's thumb being burned. In addition, a review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke and burned the surgeon's hand. The fiber was exchanged to complete the procedure.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke and burned the surgeon's hand. The fiber was exchanged to complete the procedure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces and a fiber body break was observed along the fiber body, confirming the reported event. Microscopic inspection of the tip indicated that it was degraded. The fiber fracture can occur during procedural handling of the fiber during setup or use. The fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician's thumb being burned. In addition, a review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke and burned the surgeon's hand. The fiber was exchanged to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces and a fiber body break was observed along the fiber body, confirming the reported event. Microscopic inspection of the tip indicated that it was degraded. The fiber fracture can occur during procedural handling of the fiber during setup or use. The fiber connector had no defects, bright round light was seen exiting the face. The aim beam could not be observed due to the fiber body separation. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the physician's thumb being burned. In addition, a review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke and burned the surgeon's hand. The fiber was exchanged to complete the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke and burned the surgeon's hand. The fiber was exchanged to complete the procedure.